Manufacturer narrative:
The MDR supplemental report is being submitted to provide final investigation results. Updated fields: d8, d8, h2, h3, h4, h6 and h10. The device was returned to the regional repair center for evaluation and the customer's allegation was confirmed. The device evaluation found that due to disconnection and deformation in cable unit, there is noise in the image. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. A device history review (DHR) was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported the subject device experienced image outages. The malfunction was identified during an unknown procedure. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the subject device experienced image outages. The malfunction was identified during an unknown procedure. No patient harm reported.